Manufacturer narrative:
No manufacture lot# provided, factory cannot do related investigation including DHR review risk review, retain sample analysis. Returned sample analysis: two pictures attached and shows the luer-adapter was separated from tubing. Possible cause analysis: extension tubing raw material defect. Luer-adapter poor swaging issue. Ext-tubing poor flaring issue. Current manufacture has control procedure as below to prevent possible causes above: incoming inspection can detect a raw material issue. In-process and outgoing sampling check will do pull force test and leakage test to monitor extension tubing flaring issue and luer-adapter swaging issue. There is no manufacture lot #, we cannot review the manufacture information, analysis is for possible causes as well, the root cause is not clear.

Event description:
No additional information available.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima w/prn yel 24ga x .75in catheter broke / separated after placement. The following information was provided by the initial reporter translated from portuguese to english: catheter broke when activating the device, another broke when clamping, and another came with a cut bevel. .all were 24 gauge. Oncology, first floor, infusion center. This complaint was made during the training of the intima itself, but they did not keep the material, .did not report it before, and do not know the date or batch of the catheter. Had no impact.